Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the laa occlusion device implant procedure, during transseptal puncture there was skiving. The needle and sheath were prepped in the normal fashion. There was no reshaping of the sheath or needle. The needle was advanced up the dilator with the stylet and allowed to rotate freely. The puncture was performed, needle withdrawn, and the sheath aspirated which produced a small plastic shaving. The procedure was completed successfully without patient complications.